Event description:
The quanta flash® gbm is a chemiluminescent immunoassay (cia) for the semi-quantitative detection of igg anti-glomerular basement membrane (gbm) autoantibodies in human serum on the bio-flash® instrument. Quanta flash® gbm is an aid in the diagnosis of goodpasture's syndrome in conjunction with clinical findings and other laboratory tests. Complaint (B)(4) reported that a patient with acute kidney injury presented with a negative quanta flash gbm reagent (lot number 244154) result on (B)(6) 2024. On (B)(6) 2024 the sample was retested using the phadia mpo and pr-3 assays, which tested low positive for mpo and negative for pr-3. A biopsy was ordered (date unknown) based upon the phadia low positive mpo test result. The biopsy was positive for igg anti-glomerular basement membrane (gbm) disease. Plex treatment (plasma exchange) was administered following the biopsy results. However, the customer reported that the delay in diagnosis led to irreversible destruction of organ and permanent need for dialysis.

Event description:
The quanta flash® gbm is a chemiluminescent immunoassay (cia) for the semi-quantitative detection of igg anti-glomerular basement membrane (gbm) autoantibodies in human serum on the bio-flash® instrument. Quanta flash gbm is an aid in the diagnosis of goodpasture's syndrome in conjunction with clinical findings and other laboratory tests. Complaint (B)(4) reported that a patient with acute kidney injury presented with a negative quanta flash gbm reagent (lot number 244154) result on (B)(6) 2024. On (B)(6) 2024 the sample was retested using the phadia mpo and pr-3 assays, which tested low positive for mpo and negative for pr-3. A biopsy was ordered (date unknown) based upon the phadia low positive mpo test result. The biopsy was positive for igg anti-glomerular basement membrane (gbm) disease. Plex treatment (plasma exchange) was administered following the biopsy results. However, the customer reported that the delay in diagnosis led to irreversible destruction of organ and permanent need for dialysis.

Manufacturer narrative:
Based upon the information received and the investigation performed, the cause of the reported event is likely related to instrument performance. The instrument log review conclusion was that a combination of errors observed is suggestive that instrument performance at the time of the initial test results could have impacted sample results. An inova field service engineer (fse) was dispatched to the customer site. The fse performed multiple alignments, maintenance processes, and part replacements; instrument performance was verified and the customer was notified that the analyzer was ready for use. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the instrument components is the most likely cause of this event. No further issues have been noted following the servicing of the instrument.